Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The customer informed the service representative that the error code was not captured. The service representative was unable to reproduce the reported issue. The pump was tested for several hours with various pump occlusions and no error codes or pump stops occurred. A functional verification was performed and the unit was returned to service. As the issue could not be reproduced, a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that an s3 roller pump displayed an error code and stopped during maintenance. There was no patient involvement.